Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from the bottom. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one cad solis vip was returned for investigation in used condition. The tamper seal was missing. A review of the event history log (ehl) evidenced the following: "on 5/29/2020 1:57:20 pm high alarm displayed: downstream occlusion." A downstream test was performed. The reported problem regarding the "bad occlusion sensor /no attached cassette" was not replicated. The pump passed the downstream test; the measurements were with specification no fault was found with the device. The dso sensor was replaced as a preventative measure.